Event description:
Dealer is stating that the right side drive wheel is making a squeaking noise when it rotates, dealer took it apart and still making the noise. And dealer is stating that the left side shock collapsed.